Event description:
On (B)(6), allen medical was contacted by a representative of distributor (B)(4) who had just become aware of a previously unreported pt positioning injury from (B)(6) 2011. (B)(4) learned from their customer, (B)(6) that a pt sustained post-operative injuries (described as "compartment syndrome" and "muscle necrosis") following a nearly 10 hour long case in which the allen-manufactured legholders were used. The procedure was described as an abdomino-perineal resection of the rectum. The pt was reported to have been in dorsosacral position in the levitator legholders for approx 9 hours and 51 minutes. It is unclear how often the pt was checked or repositioned during this case. The legholders were not reported to malfunction. The post-operative conditions were diagnosed by an orthopedic surgeon in the days following the case while the pt was recovering.

Manufacturer narrative:
The post-operative condition from 2011, was not reported to allen medical or its distributor in the time period in which it occurred. There has been no report that the levitator legholders used, manufactured in 03/2007, were defective or that they were, in any way, responsible for the outcome of the case. The distributor has requested that the subject legholders be made available for evaluation. Until such time, no conclusion can be drawn.